Manufacturer narrative:
The manufacturer became aware of an allegation of rep dream station auto bipap that the patient alleging nose irritation, dizziness and headache. There is no allegation of serious or permanent harm or injury. No further clinical details or medical intervention was required by the patient. The device was returned to the third-party service centre for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of visible foam particles. The technician confirmed no particles in the air path. During the evaluation, secondary findings was observed. There were five error codes found. The third-party service centre concludes that they couldn't confirm the customer's allegation and unit corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h: (device) problem code grid ,evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated. In box d:model number and catalog item identifier has been updated.

Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The manufacturer received information alleging nose irritation, dizziness and headache. There is no allegation of serious or permanent harm or injury. No further clinical details or medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : the device has not yet been returned to the manufacturer.